Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt does not communicate with a monitor) has been confirmed. As receive, the electrode belt did not communicate with a monitor. The cause for the failure was isolated to thermal damage affecting components esd7000, l701, and l702 on the distribution node pca. The root cause of the thermal damage was unable to be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt (B)(4) does not communicate with a monitor.